Event description:
A (B)(4) field service engineer (fse) received a complaint regarding sub-optimal processing of tissue samples. The complainant advised the fse that: "the tissue could not be hold (sic) with forceps so it couldn't be embedded." The complainant also advised that the affected tissue samples would be re-processed; that the contents of bottles 4 and 12, which had been replaced on (B)(6) 2015 per the log sheet on the instrument, were cloudy; and that the wax bath 1 was "whitish" in colour and appeared contaminated. On-site assessment of the operation and function of the instrument was conducted by the fse on (B)(6) 2015. The fse found that the instrument was operating within specification; and advised the complainant to replace all reagents including the wax in the wax baths prior to processing any further tissue samples. The fse reported that sub-optimal tissue processing had been identified from three (3) processing runs. On (B)(6) 2015, the fse reported that all tissue samples exhibiting sub-optimal processing were diagnosable after re-processing; the instrument had returned to routine use after replacing all reagents including the wax in the wax baths and "the customer is quite convinced that the contamination was a consequence of staff error when replacing contents of bottles 4 and 12 the day before the event."

Manufacturer narrative:
Bottle 4 (ethanol) was removed from the instrument for 6 seconds at 16:56 pm on (B)(6) 2015 in response to information displayed in association with an error code indicating that a protocol could not be scheduled, because the final reagent threshold for ethanol was not met by any of the bottles designated as ethanol. This period is not sufficient to replace the reagent. The properties of the reagent station were reset, which sets the concentration to the default value configured in the reagent types definition unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. The instrument logs confirm that a user set the ethanol concentration to the default value of 100%. However, the actual ethanol concentration in bottle 4 remained unchanged at 61.9%, because the reagent had not been replaced. The minimum final reagent concentration required for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The root cause of the sub-optimal tissue processing reported was a use error, which occurred prior to commencement of the three (3) affected protocols. Specifically, the user failed to replace the reagent in accordance with the (B)(4) peloris/peloris 11 user manual.